Manufacturer narrative:
Qn#(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 25 pc. Lot in (B)(6)2018. The returned device was evaluated and found that the instrument is able to pick up and retain a clip but will not close and release the clip over silastic test tubing as performed at time of production thus we are able to validate this complaint. Further evaluation shows that the closed jaw gap measures at .030" which is over-sized to print specifications of .001 "/.012". It is also noted that one of the jaws is bent upward/damaged and the jaws are slightly misaligned in the closed position. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line. We are unable to determine what caused one of the jaws to be bent upward/damaged causing this instrument not to function properly but mishandling of this device at the end users facility is suspected.

Event description:
It was reported that mediplast has received a complaint regarding hem-o-lok 544965l with s/n (B)(4) that does not ligate the clips.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that mediplast has received a complaint regarding hem-o-lok 544965l with s/n (B)(4) that does not ligate the clips.